Event description:
Complainant alleged that while attempting to monitor a pt (age and gender unk) the device inappropriately shuts down. Complainant indicated that the clinician changed the battery and the device shut down. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.